Event description:
This lead had high impedances of greater than 3000 ohms through the device. Impedances measured 3245 through a medtronic analyzer. There was intermittent output and loss of capture as well. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 10 cm distal to the is1 connector pin. A proximal and a distal lead fragment were returned. In between an approximately 4 cm segment of lead body was missing. The received lead fragments were subjected to an extensive analysis. During the visual inspection the insulation body was found torn apart in the area of the svc coil. Both shock coils were found deformed. Based on the characteristics of the damages, it is reasonable to assume that tensile forces applied during the extraction procedure were contributory. Further analysis of the returned lead fragment did not reveal any irregularity that might have led to the reported clinical event. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.